Event description:
(B)(4). It was reported that during a rotational atherectomy treatment procedure, a burr became stuck in a lesion. The lesion was located in a severely calcified mid left circumflex artery. During ablation with a 1.5mm rotalink plus unit, the burr became stuck in the lesion. The other groin was prepped, another wire was placed, and the physician attempted to inflate a 1.5mm balloon catheter around the burr to dislodge it. This was unsuccessful. The burr catheter was removed from the advancer and a hemostat was attached to the copper housing of the burr. The hemostat was twisted approximately 40-50 times counter clockwise to create enough tension to release the burr from the lesion. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. An initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The product was disposed of at the user facility. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).